Manufacturer narrative:
Follow-up # 1 ¿ (04/20/2015). The patient¿s meter and test strips have been returned on 4/1/2015 and evaluated by lifescan product analysis on 4/3/2015 and 4/8/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately low compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2015 at approximately 11am when blood glucose readings of ¿451 and 330mg/dl¿ were obtained using the subject device compared to a reading of ¿553mg/dl¿ obtained using the emergency services (ems) meter on (B)(6) 2015 at approximately 11:15am. Both readings were taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient stated that she manages her diabetes using a combination of medications, specifically ¿metformin 500 mg¿. In response to the reported issue the patient stated that she increased her food and/or drink consumption on (B)(6) 2015 at approximately 11am. The patient reported experiencing symptoms of ¿extreme fatigue¿ approximately 5 minutes before the alleged issue began, and reported being treated by the ems hcp on (B)(6) 2015 at approximately 11:15am with IV fluids in response to the reported issue. At the time of troubleshooting the csr noted that the meter was set to the correct unit of measure, an approved sample site was being used, the test strips were not expired and the testing process was correct. The csr noted that the patient did not have any control solution so was unable to walk through a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate low reading on the subject meter, took inappropriate action based on the alleged result, and subsequently received hcp treatment for an acute blood glucose excursion after the alleged meter issue began.